Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-30 serial #: (B)(4) description: linear 3-6 lead, 30cm model #: sc-2366-50 serial #: (B)(4), 394749 description: linear 3-6 lead, 50cm model #: sc-3354-25 serial #: (B)(4) description: w4 splitter 2x4-25 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that three of the four leads implanted in the patient displayed high impedance readings. The patient underwent a revision procedure wherein all of the leads and lead splitters were replaced. The physician suspected device malfunction. The patient is doing well post-operatively.